Event description:
It was reported that this right ventricular (rv) lead exhibited noise with high out of range shock impedance measurements. Sensitivity adjustments were performed to avoid over-sensing and therefore an inappropriate shock. Technical services (ts) was consulted, and it was determined that this behavior is suggestive of lead insulation failure. In addition, lead replacement was recommended. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).